Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6)2021. During the procedure, the right ventricular lead exhibited helix issues causing dislodgement. The lead was removed and replaced. The patient had no adverse consequences.